Event description:
A customer in (B)(6) contacted biomerieux to report an incorrect result obtained with vidas toxo igg avidity test (ref. 30222, lot 1003516720, expiration date 18-sep-2015) for the serum of a pregnant woman. Vidas toxo igg avidity is an automated qualitative test for use on the vidas family instruments, for the determination of anti-toxoplasma igg avidity in human serum or plasma (lithium heparin, sodium citrate, edta) using the elfa technique (enzyme linked fluorescent assay). History: a sample of (B)(6) 2015 was tested by the first laboratory ((B)(6)) and reported positive for igm antibodies and negative for igg antibodies using siemens technique. As the laboratory ((B)(6)) had previously established the patient to be negative for both antibodies, the laboratory sent the sample to an expert center ((B)(6)) to perform additional tests. Following the positive result on igm antibodies, the treating physician started treatment to avoid the transmission of a possible primary toxoplasmosis to the fetus . The sample was received by the expert center of (B)(6) on (B)(6) 2015 and various testing techniques were performed. Results indicated the patient sample to be positive for both igm and igg antibodies. In addition, the customer (expert center (B)(6)) performed an avidity test using vidas toxo igg avidity (ref. 30222 lot 1003516720) and the result was 0.308 high avidity which gives a strong indication of a toxoplasmosis dating back more than four months. The result of high avidity was reported to the treating physician. The treatment previously started was not stopped or modified based on the results of the vidas toxo igg avidity testing. A new patient sample of (B)(6) 2015 was collected and tested. The igm and igg results were again positive . The result of the vidas toxo igg avidity test (for the sample of (B)(6) 2015) was at 0.20 indicating a borderline avidity. This result is in conflict with the previous result (0.308) of the (B)(6) 2015 patient sample. There is no indication from the customer that prescribed patient treatment was modified in response to the vidas toxo igg avidity result. Patient sample submittal's have been requested for internal biomérieux investigation.

Manufacturer narrative:
Device not returned to manufacturer.

Manufacturer narrative:
The customer's sample submittal were received by biomérieux and tested using the same lot of vidas toxo igg avidity (1003516720) used by the customer. The high avidity results witnessed by the customer could not be reproduced. No other claims of performance issues have been registered for vidas igg avidity lot 1003516720. Based on the results of the investigation, vidas toxo igg avidity (ref. (B)(4), lot 1003516720) is within performance claims of the product. There is no evidence of performance issue or product malfunction associated with the referenced lot.